Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had wrong beginning count discrepancies. A technical support specialist identified the reason for every discrepancies reported. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system exhibited mysterious wrong beginning count discrepancies. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.